Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient felt sick like she had a fever. She checked a finger stick reading and it was 900 mg/dl but the cgm was 212 mg/dl. The patient reported she took insulin shots and her bg decreased to 506 mg/dl. Her daughter brought her to the emergency room and the doctor administered an insulin drip. The patient was in the hospital until (B)(6) 2024. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.